Event description:
It was reported that the patient presented to clinic with presyncope symptoms and bradycardia in the 30s. External pacing was provided. There were no episodes on the device and the physician was concerned for post-paced t-wave oversensing. The patient underwent an unrelated procedure a day before the event. It was discussed that no programming recommendations could be suggested without an example of the oversensing. The patient is now paced 100% of the time and no intrinsic rhythm was noted. Physician decided to continue to monitor the patient. Patient¿s condition was stable.